Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. Boston scientific technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: the device has been explanted, replaced and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. Boston scientific technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.